Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and subsequent vessel perforation occurred. The target lesion was located in the severely calcified proximal right coronary artery. The 2.75x15mm nc quantum apex balloon catheter was advanced. During the first inflation, the balloon ruptured at 16atms, leading to a perforation in the vessel wall. The device was removed intact. The procedure was successfully completed with a different balloon and the perforation was sealed with the additional balloon inflations. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed blood and contrast were present in the hub and wire lumen. Inspection of the balloon revealed a longitudinal tear in the balloon wall material measuring 2.5mm. The tear started 1.5mm from the distal edge of the proximal marker band. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).